Event description:
A malfunction was reported, indicated by a code labeled as "malf 0." Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer administered a correction injection via multiple daily injections and did not require third-party assistance. Technical support provided information for resetting the pump, assisted with the reset, and after doing so, the malfunction code did not reoccur. The customer was advised to continue using the pump and to contact support if the malfunction recurred.